Event description:
It was reported that the user observed a postprandial rise to 200 mg/dl after a small meal dose and later received an automated corrective insulin dose of approximately 1.3 units with the ilet system, which the user perceived as large given a concurrent glucose of 108 mg/dl trending downward; troubleshooting and education were provided and the user acknowledged understanding. Symptoms included hyperglycemia followed by concern about downward glucose trend. Outcomes included no alerts, no hospitalization, and resolution through user counseling. Investigation included review of device data and trend reports with user education. Investigation of this case revealed no device malfunction, with dosing consistent with automated corrective dosing behavior relative to observed hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.